Event description:
Procedure type: urological. According to the reporter: following a repair of a cystocele, rectocele, and enterocele with a pubovaginal sling in 2007 for treatment of perineoplasty and cystourethroscopy for interstitial cystitis, the mesh allegedly eroded through the pt's vagina, with bleeding and oozing from the vulva incision. She required several surgeries to remove the eroding mesh.

Manufacturer narrative:
MDR ref#: 9617613-2009-00016 (pelvisoft 8x12cm/1.0mm). Bard MDR ref#: 1018233-2009-00137. Note: this report corresponds with bard's report # for a "pelvilace urethral sling" product.